Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Since no product information was provided by the customer, no in-house testing could be performed and device history record could not be reviewed.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4, as the customer's age and weight were not provided. No product information was provided by the customer, therefore, no information was captured in section d4 (model #, lot # and expiration date) and section h4 (device manufacture date). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from denmark reported that within one minute, he obtained blood glucose readings of 1.2 mmol/l and 4.8 mmol/l using the contour® meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation.